Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd kiestra¿ uca powered by bd synapsys¿ informatics solution, a no growth plate reported a result of "heavy mixed growth" by the system. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary this statement is to summarize the investigation of a complaint involving the bd synapsys uca auto release. According to the information provided, the customer reported that the urine culture analyzer generated an incorrect result by labeling a urine sample with no bacterial growth as ¿heavy mixed growth.¿ during the investigation, the technical customer service engineer accessed the application server remotely, restarted the bdk plate analyzer service, and instructed the customer to restart the uca application. These actions resolved the incorrect result reporting issue. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor trends associated with this issue.".

Event description:
It was reported that while using bd kiestra¿ uca powered by bd synapsys¿ informatics solution, a no growth plate reported a result of "heavy mixed growth" by the system. No patient impact reported.